Manufacturer narrative:
Additional manufacturer narrative: regurgitation is considered to be a paravalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Pvl is not a result of device malfunction. In this case, it was reported that the valve was over-sized, causing valve displacement after frame expansion. There has been no allegation or a product malfunction. The reported event was not confirmed; however, the root cause of this event was most likely due to procedural/technique related factors at the original time of valve implantation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this model 8300ab 27mm valve was explanted after an implant duration of fourteen (14) days due to paravalvular leak. As reported, the valve choosen at the first procedure was too large and that it was not completely surrounded by annular tissue. It moved further up on the annulus within the first postoperative days. An edwards valve model 2900 25mm was successfully implanted in replacement.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this 27mm pericardial aortic valve was explanted after an implant duration of fourteen (14) days due to paravalvular leak. As reported, heavy annular calcification and moderate subannular was observed. The valve chosen for the initial procedure was too big and that it was not completely surrounded by annular tissue. It moved further up on the annulus within the first postoperative days. A 25mm edwards pericardial aortic valve was successfully implanted in replacement. The patient was stable at hospital.